Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing lot number.

Event description:
It was reported that venous extension line separated from the catheter tubing during treatment. Pt found unconscious, pale looking, blood pressure cannot found, pulse weak. CPR stat, pt sent to ICU for further treatment. Blood loss: estimate 200 ml. External investigator report required asap.